Event description:
It was reported via the sales rep that the patient couldn't use the key and he returned to the hospital. It was further reported that the surgeon confirmed that the key for angulation doesn't work as it can't be inserted in the pin.